Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer experienced a blood glucose (bg) level of 341 mg/dl and a correction bolus was delivered to address the high bg level. The contact indicated that the settings had been incorrectly entered into the pump and was the cause of the high bg level. The settings were corrected.